Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted during analysis. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colorectal surgery, the device had a poor staple formation. The surgeon noticed an insufficient staple line. She was able to over sew the staple line to prevent future leaks and to use 3 more reloads in the stapler without further issues. A surgical intervention was needed - the surgeon over sewed to complete the case. Laparoscopic procedure was converted to open unrelated to device problem. Patient status is fine.

Manufacturer narrative:
Evaluation summary: the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colorectal surgery, the device had a poor staple formation. The surgeon noticed an insufficient staple line. She was able to over sew the staple line to prevent future leaks and to use 3 more reloads in the stapler without further issues. Laparoscopic procedure was converted to open but the reporter indicated it was unrelated to device problem. No patient injury.